Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 0292 boston scienific lead, implanted (B)(6) 2016; 7741 boston scienific lead, implanted (B)(6) 2016.

Event description:
It was reported that the patient developed a pocket hematoma. The pocket was revised and was found to be growing psudeomonas. The patient now has evidence of a worsensing pocket/systemic infection. The lead and competitor products were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.